Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had received motor error alarm occurred two times. Customer's blood glucose level was 399 mg/dl. Customer stated that the drive support cap was correct. Customer stated that the troubleshooting was finish. The device will not be returned for analysis.